Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the trial patient reported that they had not been doing too well because they were going more often. The patient did confirm they had improvement with urinary symptoms and only had to catharize once. The patient had seen their doctor yesterday because they were concerned one of their wires had come loose. In addition, the patient complained the stimulation was uncomfortable as it was hurting their buttocks so they decreased the amplitude to 2.1. They then switched to program 3 amplitude 2.3 and felt comfortable stimulation in the inner thigh/buttocks area. The patient stated that this setting felt much better (they thought they were ¿going downhill¿). The following day the patient switched back to program 2 at 12:00 am this morning because they noticed they could not urinate on program 3. There were no further complications reported or anticipated. Follow up information received from the healthcare professional (hcp) on may 11, 2017 reported that the cause of the stimulation in the hip issue was ¿adjust settings¿. The hcp reported that the lead did not come out as the bandage was removed and the lead was in the proper position. The bandage was replaced. The hcp had no idea of the patient¿s weight and noted there was no change in the weight. The device was placed 1 week prior.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The trial patient stated that she felt stimulation in her hip when she woke up and it was causing pain. She lowered stim and she was comfortable. Patient stated that she could see the lead and thought it came out. It was noted as unknown if the issue reported was resolved at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.